Event description:
Our company received additional information that the patient with this system experienced pain in the pocket area and a pocket revision procedure was performed. This lead was explanted and returned for analysis.

Manufacturer narrative:
The pacemaker and lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried body fluid extending past the helix mechanism through the lumen. Dried body tissue was entwined in the lead. Several cuts were noted on the lead due to the removal of the suture sleeve during the procedure. Resistance tests were completed to assess the lead's electrical performance. Measurements throughout these tests were within normal limits. Analysis testing could not confirm the clinical observations and the lead was found to be electrically continuous.

Event description:
Boston scientific received information from the patient that two years ago following the implant of her pacemaker, she developed an infection. The patient also reported experiencing syncope within the last three months and a sharp pain near her device. The patient expressed dissatisfaction with her past nursing and medical care and contacted technical services since she could not get an appointment with the her physician soon. A technical service consultant recommend that the patient see seek medical attention if her symptoms persist.